Event description:
It was reported that the right atrial lead was fractured. The lead impedance was high and there was no capture about two years earlier so the lead was inactivated at that time. During a routine device replacement procedure, the lead was tested through the lead analyzer and still showed high impedance, as well as noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor.

Event description:
It was later reported that the capped lead was explanted during the device replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2007 (B)(6). (B)(4).